Manufacturer narrative:
Onsite confirmed that there were tracking issues with the system. Upon replacing the camera, the failures were resolved and the system was fully functional once again. The camera was returned to the manufacturer for analysis and no failures were found with the returned component. Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system could not track any instruments, but the localizer was still showing as connected. When switching out the navigation system, they were able to track all the instruments and see the image acquisition system (ias) trackers. There was no patient present at the time of the event.